Event description:
Experienced several cases of extreme pain with eyes, and had only used b&l renu with moisture loc. Ended up seeing both regular doctor and eye doctor first time, and then just regular doctor 2nd time. Third time used medicine left over from previous visit. Unable to look at lights, have eyes open for more than a few seconds, extreme pain in eyes, discharge. Eyes, no longer feel as firm as they did before, they now fell slightly "squishy." Event abated after use stopped.